Manufacturer narrative:
The device contained flucloxacillin (kabi) 8000mg in 240ml sodium chloride 0.9%. The device was received for evaluation. Visual inspection using the naked eye revealed a leak inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an untightened winged luer cap. Microscopic inspection observed no signs of surface roughness inside the cap. A functional leak test was performed by filling the device with green colored water. After fill and prime, the winged luer cap was securely connected. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates to ensure the winged luer cap is securely connect after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the overpouch. This was observed prior to patient use. There was no patient involvement. No additional information is available.